Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014 to november 13, 2014. The device was received for evaluation. A visual inspection identified white particulate matter in the reservoir of the device. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the elastomeric balloon of a small volume intermate. The particulate matter was identified after the device was filled with colistimethate, during storage. There was no patient involvement. No additional information is available.